Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 638mg/dl. The caller mentioned that the insulin pump was not giving any insulin. The customer switched the reservoir and the device started working. However, the doctor believes that the insulin pump was not functioning. The customer experienced vomiting, dizziness, and was unable to walk. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the customer to remove the cannula, and it was a little slanted. No further information was provided.